Event description:
Surgeon noted a piece of what appeared to be plastic in dye of pt s/p removal of malyugin ring, foreign body retrieved per surgeon with use of microscope. Eye exam completed and cleared per surgeon. After procedure, surgeon opened a new malyugin ring to compare the device with the device used intra-op and surgeon suspects that the original device was faulty, and a piece broke off during use in pt's eye, no injury noted to pt.